Manufacturer narrative:
Field service engineer (fse) troubleshot infimed system but was unable to duplicate any problems. Fse discussed issue with tech support and was told that the computer would come up in safe mode and would not reboot if the power was interrupted like a power outage. Fse tried recycling the power numerous times unable to duplicate safe mode message. Fse verified proper operation per the minor table and the imaging portion of the hydravision dr service checklist (B)(4) and returned unit to the customer for service.

Event description:
Customer reports staff were attempting to start room for procedures when the computer came up in safe mode and would not reboot. Customer does not have a back up room, all procedures were cancelled. No reported injury.